Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had been lost to follow up for two years. Upon interrogation it was noted the right ventricular (rv) lead shock impedance had increased from 109 ohms to between 116 and 125 ohms. Four years earlier the shock impedance had increased from 80 ohms to the low 100 ohm range. The clinic believed the reason for the increase in shock impedance was due to calcification and reprogrammed the limit from 125 to 150 ohms. Boston scientific technical services (ts) discussed it could be calcification and since it is a single coil lead they could continue to monitor. Ts also recommended delivering a 41 joule commanded shock to test the implanted system and lead. The medical personnel noted they would pass the information along to the physician. The rv lead remains in service and no adverse patient effects were reported.